Event description:
During a remote follow-up, it was noted that there were episodes of post-paced t-wave oversensing due to suspected fusion/pseudofusion on the device. Technical support was contacted and recommended reprogramming to resolve the event. The device was reprogrammed. The patient was stable.